Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an internal communication failure. The customer stated that this iabp unit has been on warning of this fault for a month ago, but the customer has not had the time to report it. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that there was no involvement of a patient in this issue.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and investigated tat error codes 101, 111, 112, and 115 were present. To fix the issue, the fse replaced the executive processor board and coiled cable and performed 30 psi transducer calibration. The fse then performed a routine checkout and released the iabp to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an internal communication failure. The customer stated that this iabp unit has been on warning of this fault for a month ago, but the customer has not had the time to report it. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.